Event description:
It was reported that during an unknown procedure the device had malfunctioned during a case. The device would not lock while manipulating tissue. They got another device to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch # 212d75. B3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 212d75, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 244d34, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.